Event description:
Patient with bilateral sensorineural hearing loss underwent re-implantation of cochlear implant during which the first device would not work and was removed. The surgeon removed some soft tissue that was obliterating the cochlea, and then implanted a second device that worked. There was no harm to the patient.the surgeon said that they have had issues with this type of implant and no longer use it.======================manufacturer response for cochlear implant, contour advance freedom electrode (per site reporter).======================no response from manufacturer.